Event description:
It was reported that the pump exhibited a sensor motor issue and that the cartridge was missing. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
One device was returned for repair with complaint of a missing cartridge and a defective sensor motor. The missing cartridge was confirmed, as the device was missing both the syringe and battery cap. The defective sensor motor was identified during functional testing. The root cause of the reportable problem was a damaged downstream occlusion (dso) sensor. The problems were resolved by replacing the dso sensor, syringe cap, and battery cap. After these repair activities, the device passed all functional tests.